Manufacturer narrative:
Complaint (B)(4) retrospective filing received 1rk 454247p/b180837s for evaluation. Received customer pictures. We have no further complaints on the material/batch. We have no further inventory of the material/batch. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions). No deviations related to the reported issue could be observed in the samples, no deviation with the function of the gel barrier could be observed. Some of the samples were evaluated in a blood draw. Gel barriers formed correctly and good separation was observed in all tested samples when centrifuging using recommended gbo parameters within 2 hours. The appearance of the gel barriers of tested samples is similar to those in previous blood draws. No "stretched out gel" and no "gel on top" as described by the customer were observed. The tested samples did not resemble those in customer submitted pictures. No deviations could be observed on the samples. The alleged malfunction could not be confirmed.

Event description:
Customer states that a tube had improper gel separation. Tubes are spun at 6000rpm (rcf unknown) for 3 minutes. Tube was spun twice just to make sure it spun correctly and got same results. First occurrence for this type of presentation where the gel appears to be stretched out. Customer had at least 2 other specimens in august where the cells were on the bottom then the plasma and the gel was a solid layer on top (lot number for those unknown).